Event description:
Reference MFR. Report number: 1627487-2019-01366.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2019-01366.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2019-01366. It was reported the patient was not receiving effective therapy due to high impedances. As a result, surgical intervention may be pending to address the issue.

Event description:
Reference MFR. Report number: 1627487-2019-01366. Additional information received that patient underwent surgical intervention where in the adapters were explanted. Post -operatively patient has effective therapy and impedance issue was resolved.